Event description:
Caller reported that insulin gauge displayed an unexpected amount, indicating a fill estimate issue on the pump, with the current fill estimate being 155 units and remaining static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how a large variance in measured pressures affects the calculation of insulin remaining, explaining that the fill estimate will function normally once the remaining insulin equals the static number. The caller understood and acknowledged the explanation.